Event description:
It was reported that the driver continued to run on its own and would not turn off during an orthopaedic procedure. The case was successfully completed with another device. There was no patient or user injury reported, and there were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.